Event description:
Rptr indicated that device interrogation at office visit revealed that normal mode output current was set to oma instead of to prescribed setting. The pt had not been near any highly magnetic environments like airport security or MRI machines. It is believed that user error during previous programming session six mos prior is the cause of the inadvertent change in device settings. The pt's device was reprogrammed to prescribed normal mode output current setting. Review of mfg records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. No adverse event was reported in conjunction with the suspected programming anomaly.